Event description:
New pump applied and had to be taken off as blood sugars increased to 500 mg/dl. Old paradigm pump reapplied with sugars decreasing, 670 g was relooping with message to "check bg" then "calibrate" and continued with this message over and over and pump would not come out of this mode. Bg sensor has to be shut off and was unable to track bg continuously. This problem occurred twice, (B)(6) 2018. On (B)(6) 2018 pump transmitter would not relay correct information from transmitter to pump requiring need to come out of pump's "auto" mode back into "manual" mode. This again resulted in continuous bg readings to be unavailable. Two other 670g pump users that I am personally aware of have had these same issues. The 670g alarm history (partial) from (B)(6) 2018: (B)(4): alert before lot (serum glucose); (B)(4): calibration not accepted; (B)(4): calibrate now; (B)(4): calibrate now; (B)(4): calibrate now; (B)(4): lost sensor signal; (B)(4): sensor connected; (B)(4): sensor warm-up; (B)(4): calibrate now; 1919: calibrate now; (B)(4): bg required; 2024: sensor updating; (B)(4): sensor updating; (B)(4): sensor updating; (B)(4): bg required... ; (B)(4): sensor updating.